Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. This malfunction may have resulted in a possible accidental radiation occurrence.

Event description:
The customer reported that the 9800 system had a collimator iris potentiometer error message. No patient injury was reported.